Event description:
ICU medical primary plum set tubing running propofol in a patient found disconnected. On assessment it was discovered it became disconnected due to leur lock being cracked/broken. Second case at facility of this nature. Reference report: mw5145902.